Event description:
As reported via the edwards clinical specialist, at the tavr procedure, the patient had an episode of complete heart block during the balloon aortic valvuloplasty (bav) with the edwards transfemoral balloon catheter. After the sapien valve was deployed the patient was pacer dependent and following the procedure, a temporary av sequential pacer was implanted with the intention to monitor her for 24-48 hours. The patient's vitals remained stable throughout the procedure and was discharged to the ICU in stable condition. However, the patient received a permanent pacemaker two days later and was reported in stable condition. This patient had a known history of non-sustained atrial fibrillation, right bundle branch block (rbbb), and poor systolic function.

Manufacturer narrative:
Per the edwards transfemoral balloon catheter instructions for use (IFU), conduction abnormalities are a known complication during or after transcatheter aortic valve replacement (tavr). Damage to the myocardium and its conduction system can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case, in addition to the procedure itself, it is possible the patient's underlying cardiac pathology (e.g. Atrial fibrillation, pre-existing rbbb, cad, chf, valvular heart disease) caused or contributed to this event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.